Event description:
Additional information received indicated the lead was subsequently abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. T-wave oversensing (twos) occurring in multiple episodes leading to inappropriate shocks. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited t-wave oversensing (twos) on the rvtip-rv ring when detecting ventricular fibrillation (vf) episodes. Additionally, the rv lead showed increasing impedance values. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.